Manufacturer narrative:
Event date (B)(6) 2018. Report date 08/24/2018. Philip's field service engineer replaced the power supply to address the event. The device passed performance specification testing after completion of the repair.

Event description:
The customer reported the machine is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.